Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized due to the event. On an unreported date, the patient's pd catheter was removed due to the infection and the patient was switched to hemodialysis. No additional information is available.